Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
Ms. (B)(6) is a 37 y.o. Woman with focal cortical dysplasia leading to seizures, treated with a neurostimulation device who underwent an explant on (B)(6) 2025. She had a reimplant on (B)(6) 2025 due to issues with her leads which was complicated by purulent drainage/skin breakdown and hardware exposure. She was taken to the or (B)(6) 2025 for washout and a closure with plastic surgery for a retained device, treated with ceftriaxone followed by amoxicillin with cultures growing c acnes. Completed amoxicillin (B)(6) 2025. Neuropace reported this to the FDA through 3004426659 -2025-00046 / (B)(4). Interval history the patient then developed a recurrent cranial wound breakdown/drainage and was taken for rns neurostimulator removal on (B)(6) 2025, followed by the inpatient infectious disease consultation. Cultures grew s. Epidermidis and c. Acnes she was initially treated with vancomycin but developed leukopenia so was switched to daptomycin. When c. Acnes began to grow; IV penicillin was added for better coverage. The PICC line had been removed and she was placed on antibiotic suppression with: doxycycline 100mg bid for 24 days and amoxicillin 1,000mg tid for 24 days until (B)(6) 2025. We then re implanted her with the rns on (B)(6) 2026 without issue.